Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer noticed a large pocket of air in the insulin pump's tubing by the reservoir. Her blood glucose level was 61 mg/dl. The customer treated her blood glucose level by eating lunch. The product was not returned. Nothing further to report.